Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue of leak, scratch and kinks on the connecting tube. Device evaluation found leakage observed from the device connecting tube. In addition, scratch and wrinkle were observed. Furthermore, device evaluation found the device forceps elevator has foreign material, described to be yellowish/brown in color . In addition, the a-rubber found to be dirty. These findings attributed to be due to handling issue, insufficient reprocessing. Additionally, the following defects/findings were identified during device inspection: universal cord has a scratch. Light guide cover (lg-cover) glass has a scratch. Forceps channel port has a dent. Due to wear of angle wire, bending angle in right direction does not meet the standard value. Light guide (lg-bundle) has breakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer/user facility reported leak, scratches and kinks on device connecting tube. The reported issue occurred during device reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found the device forceps elevator has foreign material. This report is being submitted due to the finding of foreign material in the forceps elevator (handling , insufficient cleaning issue) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material remained at the forceps elevator and a-rubber, because reprocessing could not be completed due to leak at the insertion section. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.